Event description:
Received a lawsuit alleging a toddler was playing in his home with his grandmother where the lift chair was located. The lift chair was unoccupied and left in the up position, meaning elevated. The lift chair can only be activated by using the hand controller attached to the chair. The toddler crawled under the lift chair to retrieve a block when he inadvertently activated the lift chair seat to close on him. The toddler sustained blunt force trauma and asphyxiation, and passed away eleven days later in 2005.

Manufacturer narrative:
Pride has reviewed past incidents and have no other complaints similar in nature. Pride has also reviewed labeling in the owners manual. Misuse.